Manufacturer narrative:
Aga medical could not evaluate the amplatzer torqvue delivery system involved in this incident since it was not returned to us. Should the delivery system become available at a later date, a supplemental report will be filed.

Event description:
According to the initial information received, the atrial septal defect (asd) measured 26mm by echocardiogram and there was a minimal svc and aortic rim. A 24mm amplatzer sizing balloon ii was used and a 26mm amplatzer septal occluder (aso) and 10f amplatzer 45° delivery system (dtv45) were chosen. It was a routine deployment of the left atrial (la) disc and a portion of the waist; however, it buttoned-holed into the right atrium (ra) at the svc and aortic rim. The aso was attempted to be retracted back into the dtv45 but was unable to be pulled back in despite rotating the dtv45 multiple times. At that point, a sudden "click and give" occurred in the delivery cable. There was concern about the possible loss in integrity of the delivery cable, screw and aso and the unwillingness to risk an embolization with further attempts at withdrawal into the dtv45. The patient was sent to surgery for removal of the aso, dtv45 and patch closure of the asd. Please reference MDR # 2135147-2010-00121 for the amplazer septal occluder associated with this event.